Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd, implant date (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. Ra lead remains in use. No patient complications have been reported as a result of this event.